Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported via the implant patient registry that a 33mm bioprosthetic mitral valve in tricuspid position, implanted approximately for one (1) year and six (6) months, was explanted due to unknown reasons. The explanted device was replaced with a 31mm bioprosthetic valve. Post op patient's status was noted as in recovery.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.